Manufacturer narrative:
The amplatzer septal occluder and an amplatzer torqvue delivery system delivery cable were returned to sjm with no defects observed. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device and delivery cable end screw threads were examined microscopically and no defects were observed. The device and delivery cable end screw threads were measured with calibrated thread gauges and met specifications. The delivery cable was fully and securely attached to and detached from the device without issue. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including attaching and detaching to a test delivery cable. Review of manufacturing documentation confirmed this device successfully passed these inspections. Based on the information received, the cause for the reported event could not be conclusively determined.

Event description:
During positioning of the 22mm amplatzer septal occluder (aso) with a 9f amplatzer torqvue 45 delivery system (dtv45) sheath, the aso released from delivery cable without the physician releasing it. The aso traveled to the left ventricle. The patient had ventricular tachycardia which was resuscitated and the patient was then transferred for emergency cardiac surgery. The aso was attached to the tip of the delivery cable correctly during prep.